Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates loss of capture was suspected on the implantable cardioverter defibrillator (ICD) left and right ventricular channels. Programming changes were performed to confirm the loss of capture. No additional intervention was performed.